Event description:
It was reported that the hospital had a pt on an acat 1 plus. During use the ap waveform was lost and the console would not zero. Noise and oscillations were also experienced on the low level ap when opened to air. The cables and transducer were swapped but they were still unable to get the waveform back. The console was exchanged. There were no reported pt complications.